Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information received from a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at approximately 884.3mcg/day) via implanted pump. Indication for use was noted as intractable spasticity. It was reported that there was an alarm due to elective replacement indicator (eri). The alarm was not heard but confirmed by telemetry. The healthcare provider (hcp) interrogated the pump at a refill on (B)(6) 2015 and noticed that the eri alarm had occurred. They realized the battery was not working. The alarm occurred on (B)(6) 2015. Eri at the last refill ((B)(6) 2015) had been around 33 months. The pump logs were checked, it just showed that premature alarm for eri occurred but no indication of anything else. The nurse reported that the patient had an increase in tachycardia as 150 beats per minute (bpm). The patient's baseline was typically 90 bpm. The patient was given g-tube baclofen late last night ((B)(6) 2015) or early the morning of report ((B)(6) 2015). It was noted that the patient had surgery near the area and asked if it could affect the patient's pump. The next refill was reported as (B)(6) 2015. The patient's mother called on (B)(6) 2015, it was reported that the patient's conservator was not educated on the pump. The patient's mother reported that their child was deteriorating and they are not doing range of motion with her child and that they needed to be in conjunction with the pump. The conservator was listening to the facility and not doing what they needed to do for the patient. The patient was non-verbal and the conservator was supposed to be an advocate for them. The nurse was filling the pump, not the physician. The insurance would not cover the fills if a qualified doctor was not filling the pump. The patient's mother knew that the alarm had sounded, and they had not replaced the pump as of (B)(6) 2015. It was stated by the patient's mother that no one was taking care of the patient so why even replace it [pump]. On (B)(6) 2015, it was reported that the patient was scheduled for a pump replacement on (B)(6) 2015. It was reported that the tachycardia had resolved and that the patient did not have any symptoms of withdrawal as of (B)(6) 2015. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015 additional information was received from a healthcare provider (hcp). The start date of the gablofen was (B)(6) 2015 and was ongoing. Medical history includes abi, acute/chronic respiratory failure, convulsions, spastic tetraplegia and allergies to vancomycin, clonopine, bupropion and aspirin. A pump refill occurred (B)(6) 2015. There were no signs of withdrawal found on the regular refill date. The expected residual volume was 2.9ml and the actual residual volume was 5.0 ml. The cause of the discrepancy was the computer showed the alarm date for the battery passed was due. The patient was placed on oral baclofen. The pump was replaced (B)(6) 2015. There was no change in tone or spasticity. The patient was now at baseline with no ill effects.